Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported an incident of hyperglycemia requiring hospitalization. He reported feeling dizzy the whole week and would have to lie down. On (B)(6) 2015 he went to bed and lost consciousness, his wife called for an ambulance. His blood glucose measured 45 mmol/l and he was treated with insulin. He stated he was unsure if his blood glucose was elevated due to a pump issue or his own carelessness. Pump replaced and requested for investigation.